Event description:
The manufacturer became aware of a literature published by dr moverman from department of orthopaedic surgery, university of utah, the title of this article is "two-year functional and radiographic outcomes of a convertible metaphyseal-based short humeral stem in anatomic shoulder arthroplasty: a comparison to stemless humeral componentst", published in 2025, which is associated with the tornier perform humeral system. The article can be found on https://doi.org/10.1016/j.jseint.2025.06.016 during the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that: there were 3 patients in the stemmed group that underwent successful revision lto fixation for lto displacement. All lto failures occurred in the setting of trauma or sling noncompliance. A corrective soft tissue procedure to address a failed lto fixation this is patient 1 out of 3.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature. The article can be found at https://doi.org/10.1016/j.jseint.2025.06.016 the reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.